Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified a kink in lumen 11.5cm from the tip which resulted in the inability of the pigtail mandrel to pass through the lumen without resistance. This type of damage is consistent with excessive force being applied to the delivery system. No leaks were identified. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2012-08236. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion being treated was located in the severely calcified and moderately tortuous, proximal left anterior descending (lad) artery. The physician deployed a 2.75x20mm promus element stent. However, the balloon ruptured at 5 or 6atms. The stent was fully deployed and the balloon catheter was successfully removed. The physician then advanced a 15mm x 2.75mm nc quantum apex mr balloon catheter to the target lesion for post-dilation. Upon the first inflation at 12-14atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. The procedure was completed with a 3mm balloon catheter. The stent was fully apposed. No complications were reported and the patient's status is good.

Event description:
Same case as MDR 2134265-2012-08236. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion being treated was located in the severely calcified and moderately tortuous, proximal left anterior descending (lad) artery. The physician deployed a 2.75 x 20 mm promus element stent. However, the balloon ruptured at 5 or 6 atms. The stent was fully deployed and the balloon catheter was successfully removed. The physician then advanced a 15 mm x 2.75 mm nc quantum apex mr balloon catheter to the target lesion for post-dilation. Upon the first inflation at 12-14 atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. The procedure was completed with a 3 mm balloon catheter. The stent was fully apposed. No complications were reported and the patient's status is good

Manufacturer narrative:
(B)(4) age at the time of event: 18 years or older. Device is combination product. (B)(4).